Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no valid lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lot: 97226. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic caucasian female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the right breast prosthesis was determined. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 425cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 11/9/2018, mentor received a non-mentor device as the reported suspect medical device. Follow-ups were conducted but no further information was available. As such, the investigation will be closed. Manufacturer¿s reference number: (B)(4).